Event description:
The user facility reported a 71-year-old male patient was implanted with an impella device for mechanical circulatory support. Very difficult patient anatomy led to kinks at catheter shaft. After changing to a new pump it was possible place the new pump without any problems. Patient stable on support, no harm or injury inflicted.

Manufacturer narrative:
The pump was returned and an evaluation was completed. A visual inspection verified that the catheter on the pump was kinked. From the clinical review, the root cause of this compliant was determined to be related to the patient's condition/anatomy. This report is being filed as part of a retrospective review of historical records.